Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: unknown. Detailed description of event: event 1 of 3: (B)(6) 2022. Event 2 of 3: (B)(6) 2022. Event 3 of 3: (B)(6) 2022. During use, do not cut. Change for a different batch (n different). Additional information received by email from applied medical representative on 07feb22: the scissors of this batch n°1425911 do not cut and chop the tissus. Dr [name], digestive surgeon, used a 1st scissor, then a second from the same batch, and these two scissors had the same problem of no cut. Dr [name], urologist also had this same problem with this same lot. By changing scissors with another batch, there were no more worries. The defective scissors were unfortunately thrown away. Additional information received by email from applied medical representative on 08feb22: the device was not non-functional upon initial use. The scissors did not cut from the beginning of the procedure. They were chopping the tissus. The scissors were not used to cut staples/lap band/dense tissue patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: change of device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: unknown detailed description of event: event 1 of 3: (B)(4) - MFR 20271111-2022-00430. Event 2 of 3: (B)(4)- MFR 20271111-2022-00431. Event 3 of 3: (B)(4) - MFR 20271111-2022-00432. During use, do not cut. Change for a different batch (n different). Additional information received by email from applied medical representative on 07feb22: the scissors of this batch n°1425911 do not cut and chop the tissus. Dr [name], digestive surgeon, used a 1st scissor, then a second from the same batch, and these two scissors had the same problem of no cut. Dr [name], urologist also had this same problem with this same lot. By changing scissors with another batch, there were no more worries. The defective scissors were unfortunately thrown away. Additional information received by email from applied medical representative on 08feb22: the device was not non-functional upon initial use. The scissors did not cut from the beginning of the procedure. They were chopping the tissus. The scissors were not used to cut staples/lap band/dense tissue patient status: no patient injury or illness occurred associated with the complaint event. Type of intervention: change of device.